Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer stated that they had a bent cannula. The customer stated that they will change the sets to resolve the issue. The customer did not mention any form of treatment. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.